Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bypass gastrectomy, while transecting the tissue, the device partially fired. Another stapler was opened to resolve the issue. No patient injury.